Event description:
The customer reported that there was a loose connection between the workstation and the c-arm, which caused an intermittent loss of the live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A plug was repaired by replacing screws. The system was tested and found to be working as intended and put back into service.